Event description:
A 61 y/o with mitral valve regurgitation and aortic insufficiency had mv and av surgically placed 10/23/97 without complications. Approx. One hour after surgery there was a decrease in vital signs resulting in emd, CPR initiated immediately involving external then internal cardiac massage. Returned to the or. Mitral valve noted to be not opening. This was replaced with a pig bioprosthesis. Postop, pt diagnosed with minimal brain stem activity. He is ventilator dependent with a tracheostomy and received peg feedings.